Manufacturer narrative:
(B)(6). (B)(4). Due to intra-operative issues, the device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail advance (tfna) procedure on a fractured hip, the lag screw missed the nail while inserting. The screw went anterior to the nail. The surgeon removed the lag screw and tfna instrumentation. He took off the aiming arm and insertion handle, stating that they must have been loose as the reason for the misalignment. They were put back on again and the lag screw replaced. Then a larger incision was made as the surgeon originally made a small incision, but since the patient was reported to have had multiple hip fractures the soft tissue was very tight from previous surgeries and the bone quality was poor. At this point the lag screw went into the nail fine. There was an eighty (80) minute delay in surgery. Patient is reported as being stable and the surgery was ultimately completed successfully. Concomitant devices reported: tfna long nail (part 04.037.162s, lot 9877529, quantity (B)(4)) guide wire (part/lot unknown, quantity (B)(4)), blade guide sleeve (part/lot unknown, quantity (B)(4)). This is report 1 of 3 for (B)(4).